Manufacturer narrative:
The reported complaint was confirmed. This occurred after the 1.69 software update, which the addendum created for the update claims no accuracy unless both a gas calibration and in-vivo calibration are performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00866, same issue different unit and user facility.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the venous oxygen saturation (svo2) readings were lower than normal since the software upgrade. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. This complaint was learned from the clinical review of medwatch #1828100-2015-00866. Per clinical review follow-up on (B)(6) 2015: the lead perfusionist (ccp) stated they have been very slow in collecting any data. The ccp informed clinical services that they are comfortable with using the offset feature on one of the machines to compensate and while it doesn't seem to be as effective on the other machine, they understand the situation and have increased their vigilance and confirmation of values with discreet sampling utilizing their point of care analyzer. They will share the data when they get it collected to illustrate what they have seen.